Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The e2, e3 and g2 fields were corrected based on information available at the time of the initial submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 2 years since the subject device was manufactured. Based on the results of the investigation, physical stress was applied to the insertion section during device handling by the user, causing damage to the charged coupled device (ccd) unit. The user can detect the suggested event by handling the device in accordance with the following section of the instructions for use: -inspection of the endoscopic image the user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the statement in the instructions for use: -do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope when plugged in, cuts in and out when moved a certain way, and it was not reportable. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: , the image blacked out during angulation. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the image blacked out during angulation. In addition to the reportable malfunction, the following were noted: breakage of the internal radio frequency identification (rfid) and loss of data and the insertion tube had bites/dents. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.